Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the ins failed and there was a revision with a new paddle lead up to t10 was placed.